Event description:
Complainant alleged that while attempting to treat a 82 year old male patient, after two successful shocks, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.